Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report. The manufacturer is unable to determine which lead is liable thus both leads are reported. It was reported the patient is no longer receiving effective stimulation. Lead diagnostics indicated low impedances. An x-ray was taken and showed one of the leads migrated and the ipg was unable to be placed into MRI mode. The patient underwent surgical intervention on (B)(6) 2018 where the scs system was explanted.